Manufacturer narrative:
4/6/1998-suplemental report #1 submitted to FDA. The reported condition has been confirmed and attributed to a bent cam-plate. Manufacturing has transferred this tool to a new vendor and modifications have been made to prevent this condition from occurring.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the staple line was incomplete. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.